Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, it was informed that the technical support engineer (tse) that the maryland bipolar forceps instrument on the universal surgical manipulator (usm) 1 moved backwards during use. The customer moved the instrument to the usm2, but the issue persisted. The instrument was removed and replaced with a backup. The procedure was completed with no reported injury. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the instrument on the usm1 was a bipolar instrument. The issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. There was no shakiness and/or friction experienced/observed. The issue was persistent. The instrument was removed and replaced with a backup, and the issue was resolved. There was no instrument-to-instrument or system arm-to-arm interference. The instrument was inspected prior to use and no damage was found.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the backup instrument was used to resolve the issue. The system was verified and ready to use.